Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient; no code available (lens did unfolded properly in eye). Evaluation method: lens work order search. Results: a work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. The physician did not like the way the lens was beginning to unfold in the eye. The lens was removed with no consequences to the patient. Another same model and size lens was implanted. Further information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information - no issues with the lens. Physician changed his mind and decided to use another lens. Results: a visual inspection of the returned product found a light scratch on lens optic. Lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant another lens. (B)(4).